Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that during the vitrectomy procedure with epiretinal membrane removal, when using the forceps, it remained locked, not performing its function and making the surgical procedure difficult. Another forceps was used to remove the membrane. No report that actual patient harm occurred or that surgery was prolonged / delayed.